Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: seth had error 133.6080 on pcu8015 sn (B)(4). Pcu battery was depleted , seth had to charge the battery first. Failure device type: failure problem type: failure mode: case resolution: I recommended seth to charge battery over night and recycle power to see if the error still exist. If the error still exist after charging battery, seth will replace back-up speaker.